Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the jaw broke off during use.

Manufacturer narrative:
The complaint is confirmed. Device was received: ar-12990 batch 82624, unpackaged. Observation revealed that the bottom jaw was not present, and significant damage was present at the distal tip. The cause of this event is most likely related to wear over time.